Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported retrograde flow while a backcheck valve was in use. The primary set was being used to deliver lactated ringers via gravity. A unspecified secondary set was attached to the proximal clave of the primary set for secondary delivery of an unspecified solution. Immediately after the secondary delivery was started, the nurse noted the unspecified solution was flowing into the primary solution container. The nurse clamped the primary tubing set and the secondary delivery was complete. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.